Event description:
It was reported that one day post implant there was high impedance on the left ventricular (lv) lead. A setscrew issue was suspected. The pocket was reopened, the lead was retested, the pin was reinserted in the cardiac resynchronization therapy defibrillator (crt-d) header, and the setscrew was tightened. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.